Event description:
Information was received indicating that the pilot balloon to a smiths medical portex® endotracheal tube was noted to be detached. It was reported that upon removal of the closed suction from the patient's ett, a cuff leak was heard, and the detached pilot balloon was found. Subsequently, a trach tube change out was performed with no reported adverse effects.